Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) upon powering on was confirmed during functional testing and archive data review. The potential root cause of the reported ua07 was due to a defective load cell. No physical damage was observed on the returned autopulse platform during visual inspection. The returned autopulse is over 1 year old, it was manufactured in december 2018. During archive data review, multiple user advisory 7 (discrepancy between load 1 and load 2 too large) error messages were observed on the reported event date, thus confirming the reported complaint. The initial functional testing of the autopulse platform failed due to "(ua)07" displayed upon powering on. To remedy ua07 error, the damaged load cell module 2 identified during evaluation was replaced. Thus, confirming the reported complaint. After component replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed load cell characterization check. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported the autopulse platform (serial #34577) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. The crew was unable to clear the advisory. No patient involvement.